Event description:
It was reported that this implantable cardioverter defibrillator inappropriately recoded a signal artifact monitoring episode (sam) due to a gradual rise of the pacing impedance measurements on the right ventricular channel. It is suspected that this is due to calcification. Additionally, an inappropriate shock was observed due to atrial fibrillation with rapid ventricular response. X-rays were performed, however, they were inconclusive. Further monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported.